Event description:
Procedure type: unk. Reportedly, the trocar sleeve broke during insertion of the device into the abdomen. The piece of the trocar was not found in the pt or anywhere else. No pt injury was reported. Note: this incident was reported as "serious injury" based on the assumption that the device component was left in the surgical cavity. If add'l info indicates the component was not left in the surgical cavity a supplemental report will be filed at that time.